Event description:
It was reported that this spectra device was explanted and replaced with an inflatable penile prosthesis (ipp) due to unspecified reasons. No patient complications were reported.

Event description:
It was reported that this spectra device was explanted and replaced with an inflatable penile prosthesis (ipp) due to unspecified reasons. No patient complications were reported.